Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ syringe was unlabeled. This occurred on 4 occasions before use. The following information was provided by the initial reporter: on december 23, the customer reported that the department found two 5ml flush without labels in the morning on the 18th. The customer reported to the equipment department according to the hospital's adverse event reporting rules. The equipment department went to the department at noon to understand the situation and found another one in the same package. The unlabeled 5ml flush was recorded by the equipment department again. At the same day, during the clinical use in the afternoon, the department again found an unlabeled product and reported it to the equipment department. The chief of equipment requested that detailed instructions must be issued explaining why multiple unlabeled incidents occurred.

Event description:
It was reported that bd posiflush¿ syringe was unlabeled. This occurred on 4 occasions before use. The following information was provided by the initial reporter: on (B)(6) the customer reported that the department found two 5ml flush without labels in the morning on the (B)(6). The customer reported to the equipment department according to the hospital's adverse event reporting rules. The equipment department went to the department at noon to understand the situation and found another one in the same package. The unlabeled 5ml flush was recorded by the equipment department again. At the same day, during the clinical use in the afternoon, the department again found an unlabeled product and reported it to the equipment department. The chief of equipment requested that detailed instructions must be issued explaining why multiple unlabeled incidents occurred.

Manufacturer narrative:
H.6. Investigation summary: one sample was received. It came in the sealed packaging flow wrap. It has no barrel label. The photo provided shows two syringes with no barrel label. We have a sensor which is challenged at the shift start. When the machine stops and re starts again it may have a missed a barrel label and escaped. There are no additional controls to detect it. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.